Event description:
It was reported that at follow-up, high capture thresholds were noted. After successful positioning, high impedance was found and the lead dislodged upon inspiration. Lead was explanted and replaced.

Manufacturer narrative:
The damage found was sustained during the surgical procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.